Manufacturer narrative:
One device was received for evaluation. Customer reported that the complaint during pci ¿air detector test¿, the detector failed to recognize when fluid was in the tubing. Replaced the air detector and connector. Visual and functional testing was performed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. Unit pass all testing criteria.

Event description:
It was reported that the air-in-line sensor was defective. The event occurred during testing. There were no patient involvement and harm.